Event description:
It was reported that a request was made to have an electrogram (egm)/episode stored by this cardiac resynchronization therapy defibrillator (crt-d) reviewed by technical services (ts). The atrial tachy response (atr) episode was reviewed, and ts observed a farfield signal on the atrial channel after ventricular stimulation and sensed intrinsic activity. This farfield signal appears approximately 160 milliseconds (ms) after the ventricular signal. The maximum programmable blanking period for this crt-d device is 125 ms. According to ts, the inappropriate farfield sensing on the atrial channel can be solved by optimizing the atrial sensitivity. No adverse patient effects were reported. This crt-d remains in service.